Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the device's power switch could not be pushed because it was stuck in an on position. However, the customer confirmed that the device was still used to complete the procedure and only had issues with powering off the device. Per the legal manufacturer, this issue of the device not turning off is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source power switch couldn't be pushed because it was stuck in an on position. The issue was found during preparation for use prior to an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm or delay. This report is being submitted for the malfunction, power switch cannot be pushed.